Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the device was touching the cornea. There is no harm to the patient and the shunt remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; the device history record (DHR) could not be reviewed. N sample was returned; the device remains implanted. Therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).